Manufacturer narrative:
Device was used for treatment, not diagnosis. There was reportedly no patient involvement. Event date reported on original mw (B)(4) is (B)(6) 2016. This report is for unk insertion handle/unknown lot number. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they could not position the screw correctly inside the nail with the aiming arm and insertion handle. The instruments were veiled, the bolts were not aligned with the nail. The screw was therefore not positioned inside the nail. Concomitant devices reported: sleeve (part and lot number unknown). Nail (part and lot number unknown). Screw (part and lot number unknown). This complaint involves 2 parts.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on the x-rays taken post-operatively it was seen that the screws did not go through the holes of the nail. The patient will undergo a revision surgery on (B)(6) 2016. This patient requires an elongation nail after the shortening of six centimeters of his femur.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: although requested, additional information has not been received as of the submission date of this report. Further event clarification and details were requested after the receipt of the additional information on july 26, 2016 and aug 16, 2016. Concomitant devices reported in conjunction with this complaint include the following. Therapy date(s) were not confirmed: first intervention: part number, 04.003.028s, screw 6.5x90mm, lot 9644099. Part number, 04.003.029s, screw 6.5x95mm, lot 9580561. Part number, 04.003.257s, nail 09x380mm, lot 9863726. Part number, 04.005.540s, screw 5x50mm, lot 9896177. Part number, 04.005.536s, screw 5x46mm, lot 9808263. Second intervention: part number, 04.004.346s, nail 09x330mm, lot 7954173. Part number, 04.005.420s, screw 4x30mm, lot 7906281. Part number, 04.005.426s, screw 4x36 mm, lot 7864511. Part number, 04.005.434s, screw 4x44mm, lot07917669. Part number, 04.005.436s, screw 4x46mm, lot 7937999. Part number, 04.005.534s, screw 5x44mm, lot 7810457. Part number, 04.005.536, screw 5x46mm, lot07932827. Part number, 04.005.540s, screw 5x50mm, lot 7599429. Part number, 04.003.253s, mail 09x360mm, lot 1743660. Part number, 04.003.261s, nail 09x400mm, lot 1705947. The brand name of the insertion handle involved in the reported event is unknown. (Therapy date): this date is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received clarifying that the reported event occurred during surgery and that there was patient involvement. The reported complaint involving the unknown aiming arm and unknown insertion handle resulted in two interventions involving three nail/screw constructs. It is unknown if these interventions were performed during the same surgery or if there was a revision surgery after the initial surgery and reported issue.